Event description:
It was reported that a spectrum pump did not show tubing prompts when line was loaded during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported symptom did not show tubing prompts when line was loaded was reproduced as door not fully latched. A review of the event history log revealed 'door jammed!' And door not fully latched. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of door not fully latched was determined to be an out of rang link gap. The link/ link switches requires adjustment to address this issue. Occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.